Event description:
The manufacturer discovered during an in-house investigation that if the pec data dialog after a verification scan is cancelled, a re-send of pec data will lead to incorrect positioning because the 2nd pec values supersede the 1st pec values instead of being added.